Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported driveline disconnect and ensuing system stoppage. The controller event log file contained data from (B)(6) 2021 09:43:52 through (B)(6) 2021 07:40:13. The log file captured driveline disconnect alarms starting on (B)(6) 2021 at 16:24:53 when the patient disconnected the driveline from the controller. These alarms lasted for 3 seconds before the driveline was reconnected to the controller. The pump was off for approximately 3 seconds before ramping back up to speed. Com a, com b, low pump current, power b broken, and low speed faults were captured during this event. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended. The lvad event log file captured software reset, rotor displacement, lvad opc, and not initialized faults on (B)(6) 2021 at 16:24:58, consistent with the driveline disconnect. The controller and lvad periodic log files did not capture any atypical events. It was reported that when assessing the patient¿s pump history, a driveline disconnect and pump stoppage was noted. No alarms were noted by the bedside nurse and the patient. The patient denied removing the driveline. There were no further alarms or issues, and the patient was unharmed and stable at home. There was no change to the plan of care. Education to never disconnect the driveline was reinforced. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 29jun2021. The heartmate 3 lvas IFU is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2021, it was reported that there was driveline disconnect and pump stoppage on (B)(6) 2021 around 16:30. There were no alarms noted by the nurse or patient. The log file captured a driveline disconnect at 4:24 pm on (B)(6) 2021. These alarms lasted for three seconds before the driveline was reconnected to the controller. The pump was off for approximately three seconds before ramping back up to speed.